Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during dwell 2 of 4, while the hp was connected. The technical service representative (tsr) had the hp cycle the power to clear the alarms. The tsr advised the hp to use manual supplies in order to complete the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.